Manufacturer narrative:
Patient information was unavailable from the site. A medtronic representative inspected the imaging system on-site. Could not reproduce the door open issue. Invalided motions and revalidated the motions. Found the rotor fan cover plate to be pushed in causing the noise. Fixed the cover plate. Imaging system passed all tests and is up and running. No parts were replaced. A full imaging system check-out was completed and all tests passed. Full system functionality was confirmed and the system was returned to service.

Event description:
A site representative reported that during a spinal fusion procedure, the imaging system gantry door would not open to remove it from around the patient. It was reported that this occurred after successfully taking images. The door override button was able to be used to open the door, although it was reported to be making a buzzing sound while opening. There was a reported delay to the procedure of less than 1 hour due to this issue. The system was used to successfully complete the procedure and the patient was not impacted.